Event description:
Patient called and stated they incurred a corneal ulcer od in 2002. Cornea was cultured and no organism was found. Patient stated that their vision has decreased. No further information received.